Event description:
It was reported that the patient presented for remote follow up via (B)(6). Interrogation of implantable cardioverter defibrillator (ICD) showed it was in backup operation. The ICD was successfully restored with specified parameters. The patient had no symptoms.